Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345 when powered on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be I/o board/shielding and foam strips which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: a review of the event history log confirmed evidence of system error 345 messages having occurred. Should additional relevant information become available, a supplemental report will be submitted.